Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 525mg/dl. The customer treated with manual injection. The customer believes the quick sets are causing the alarms. The customer states there are bent cannulas. Troubleshooting was conducted. The customer was advised the pump is operating as designed and detected an occlusion. The customer was advised to contact their healthcare provider over site issues. The customer is being sent replacement sites.